Event description:
Allegedly the patient was revised due to adverse soft tissue reaction to particle debris.(right). Age at primary: (B)(6). Primary asa: p2-mild disease not incapacitating. Revision njr index no: (B)(4).